Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump rebooted without user intervention. The pump history also revealed that the pump did not emit low battery or replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: the original complaint was unable to be duplicated upon investigation. There were no unexplained pump reboots found in the black box history. There was no physical damage to the returned battery cap, but there was a crack in the battery compartment. The returned battery cap was able to be fully tightened to the pump with no yellow o-ring visible. The pump was exercised for 24 hours with the returned battery cap and no power interruptions were noted or duplicated. The battery cap height and width measurements were within specification. There was no evidence of loose components or moisture contamination identified inside the pump. There was no damage to the power circuit or battery flex found. Unrelated to the original complaint, the audio bolus button cover was torn, but the button was fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.